Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient underwent an MRI with their MRI conditional pacemaker system using the correct settings and protocols. However, the patient presented to a follow-up in-clinic with their pacemaker exhibiting failure to interrogate and an error message stating re-interrogation was necessary due to "MRI mode enabled." Device was able to be re-interrogated and the error message disappeared. Patient had no symptoms and was stable after the event.